Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, ch 3 of the device was programmed to deliver an unspecified concentration of taxotere, in the step therapy mode, with step 1 delivering at a rate of 10ml/hr with a duration of 15 mins, step 2 at a rate of 20ml/hr with a duration of 15 mins, step 3 at a rate of 40ml/hr with a duration of 15 mins, and step 4 at a rate of 75ml/hr with a duration of 185 mins and delivery was started. The customer contact indicated that the device completed steps 1 through 3. The customer contact reported during step 4 delivery, the rate was verified by 2 nurses. Reportedly after an unspecified length of time, a cell phone that was approximately 3 feet away from the pump received an incoming call. It was reported that 30 minutes later during the rate verification, the nurses noted the device displayed a rate of 5.8ml/hr instead of the intended rate of 75ml/hr. The physician's assistant was notified and ordered the delivery to be continued. The device was reprogrammed to deliver at a rate of 75ml/hr and the delivery was restarted. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service after the taxotere therapy was completed. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The pump history was printed at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2011 was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.